Manufacturer narrative:
Na.

Event description:
The customer complained of questionable glucose results for 2 patients from accu-chek inform ii meter serial number (B)(4). Of the data provided, there were discrepant glucose results for 1 patient from the meter and compared to the laboratory results. At 08:53 am the result from the meter was 26 mg/dl. At 08:57 am the result from the meter was 103 mg/dl. At 09:03 am the result from the meter was 35 mg/dl. At 09:09 am a sample was collected for the laboratory and the result was 101 mg/dl. There was no allegation of an adverse event. The qc was acceptable. The customer's test strips were returned for investigation and tested with a retention meter and quality control material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 47, 46, 46 mg/dl. Level 2 ¿ 324, 319, 324 mg/dl. All returned results are within the acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.